Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi), stent thrombosis (st) and required a target vessel revascularization (tvr). In (B)(6) 2011, the patient presented with chest pain and dyspnea on exertion. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. The de novo lesion being treated was located in the mid right coronary artery (mid rca) with 80% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 2.50x28mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. The patient was on effient for one year, then was randomized to effient or placebo which he was compliant with. In (B)(6) 2012, the patient presented with sudden onset of severe chest pain. The subject was diagnosed with inferior st elevation myocardial infarction (killip classification 3 congestive heart failure) and was hospitalized on the same day. Cardiac catheterization was recommended. The 100% in-stent restenosis and the thrombus found in the mid rca were treated with a non-bsc aspiration catheter, which resulted in the restoration of timi 1 flow in the distal vessel. However, there was significant stenosis present at the proximal edge of the previously deployed study stent. This was treated with balloon angioplasty using a 2.50x12mm balloon in the entire stented segment along with the proximal and distal edges which resulted in the restoration of timi 3 flow through the vessel. There was severe stenosis just distal to the previously deployed study stent and ulcerated plaque with thrombus of the proximal edge of the study stent. This was treated with the placement of two overlapping 3.50x28mm promus stents with no significant residual stenosis. The patient was taking effient or placebo at the time of the event. There was also some thrombotic distal embolization in the very distal right posterior descending artery (r-pda). But on review of the prior films, it was concluded that there was no significant vessel present distal to this occlusion. The event was considered to be resolved without residual effects. The patient was discharged on aspirin and prasugrel. The study drug was withheld and the patient was recommended to be started on branded effient.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).